Event description:
On (B)(6) 2013, leica microsystems received information from the organization regarding the final status of tissue samples processed in the three (3) "2hr xylene free/formalin" protocols from which sub-optimal tissue processing was reported by the complainant. The information received stated that the pathologist was unable to render a diagnosis for the tissue samples from 10 patients, and that as a consequence re-biopsy of this patient was conducted on (B)(6) 2012. Ease refer to MFR. Report # 8020030-2012-00064 for information related to the instrument and initial complaint.